Event description:
Caller reported a malfunction on the pump with malfunction code ¿malf 0,¿ but there were no notable events that occurred before the malfunction. Blood glucose levels did not exceed 500 mg/dl and there was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) as backup therapy while awaiting a replacement pump, which was sent by technical support. Customer was provided with instructions on storage mode and returning the problematic pump, and acknowledged understanding these instructions.